Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient was placed under general anaesthesia for a surgical procedure on (B)(6) 2017, and excess skin was excised and a longer abutment was placed on the fixture.